Manufacturer narrative:
Continuation of medical devices: 4092-52 lead implanted (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead exhibited possible intermittent non-physiologic intervals and noise, resulting in mode switching. The lead remains in use. No patient complications have been reported as a result of this event.